Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms noted during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she put in the carb amount in the bolus wizard and the amount scrolled non-stop on the pump. Customer stated that she replaced the battery 3 times and she received a failed battery test 2 times. Customer's blood glucose was 187 mg/dl at the time of the incident. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.